Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited chronic high threshold measurements and decreased pacing impedance measurements in unipolar configuration. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.